Manufacturer narrative:
The reported event was unconfirmed. An amber 2 way foley catheter was returned opened without original packaging. The catheter balloon was attempted to be inflated with 10ccs of di water using a luer lock syringe. The balloon inflated to a 60:40 ratio, meeting specification. No leaks were noted. The balloon was then deflated using a luer lock syringe without issue. The catheter would have passed functional leak testing. The device history record review was not required as the reported event was unconfirmed. Labeling review was not required as the reported event was unconfirmed. Correction: h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded. It was attempted several times to inflate and always the balloon port tubing inflated. The user removed the catheter and used individual coude catheter for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded and always the balloon port tubing only inflated. The user removed the cath and used individual coude cath for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d4, d9, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded. It was attempted several times to inflate and always the balloon port tubing inflated. The user removed the catheter and used individual coude catheter for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Event description:
It was reported that the 16f coude catheter was leaking from the connection site and the balloon inflation port when placed in surgery and there was not visible trauma to the catheter. The catheter was removed and another catheter was placed in which urine was noted in tubing and catheter was inserted to y-junction. When attempted to inflate the balloon, the inflation port part of the tubing expanded. It was attempted several times to inflate and always the balloon port tubing inflated. The user removed the catheter and used individual coude catheter for placement without issue. Also reportedly, the urine specimen collection port broke off when collecting catheter for infection control.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "low latex modulus". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.